Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of over 400 mg/dl, for the past 20 hours. The customer took manual injections to address bg level. The customer declined to perform a system check with tandem technical support.